Manufacturer narrative:
D4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h3 summary attached - updated h4 manufacturing date ¿ added there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the subject guidewire revealed that the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling from 50cm to 88cm from the proximal end. The core wire distal end was observed through the distal tip dome and the hydrophilic coating was hydrated there were no anomalies noted. The functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The outer coating of the subject guidewire is sometimes scraped off while being loaded into the introducer. After loading the subject guidewire into the introducer small greenish particles were removed from the front of the introducer. An introducer was used, due to the angled configuration of the guidewire it is sometimes very difficult to load the subject guidewire into the back of the introducer. Most of the time there is no other alternative than to load the back end of the subject guide wire into the front of the introducer and pull the subject guidewire through towards the back of the introducer. In the physician¿s opinion the reason for the issue was probably the inability to properly load the subject guidewire into the back of the introducer once the wire has been bent / configured at its tip. A new guidewire was used to complete the procedure once it was noticed that the coating was scraped off. A headway 21, microvention microcatheter was used with the subject guidewire. Sometimes there was difficulty rotating the guidewire using the torque device. An introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter. No other difficulties were encountered during the usage of the device that could have contributed to the issue. Analysis of the returned subject subject guidewire found scraping and peeling of the ptfe was evident 50cm to 88cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the subject guidewire into the distal end of the introducer and pulling it through the introducer. This was confirmed from the responses to the additional information received from the physician. The as reported and as analysed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during procedure, the subject guidewire outer covering loosens. There were no clinical consequences reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject guidewire outer covering loosens. There were no clinical consequences reported to the patient due to this event. No other information was provided.